Manufacturer narrative:
A covidien service engineer (cse) has been scheduled to repair this device. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA stating that an 840 ventilator experienced a malfunction. It was reported that the graphic user interface (gui) screens were blank. There was no patient involvement reported. The date of the event is unknown.